Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Manufacturer narrative:
Additional information was received that no further course of action at this time.

Event description:
A report was received that the patient was experiencing tenderness, discomfort and pain around the ipg site. The patient will undergo an explant procedure. Device malfunction was not suspected.

Event description:
A report was received that the patient was experiencing tenderness, discomfort and pain around the ipg site. The patient will undergo an explant procedure. Device malfunction was not suspected.